Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod. The patient reports their blood glucose level had rose to 317 mg/dl but then decreased to 45 mg/dl and then to 40 mg/dl. The patient had gone to urgent care. The patient was treated with glucose tabs, glucose juice and zofran. The patient was at urgent care for 2 hours.